Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-08443. It was reported that during the surgical procedure (permanent implant) on (B)(6) 2017, high impedences were noted on the leads. The external pulse generator was removed and fluid was noted in the header. Another external pulse generator was used and impedences remained the same. As a result, the leads were explanted and replaced and impedence issue was resolved.